Event description:
Pt used two of the tampons, then when they were going to use the third one they found black/brown stains on the inside of the container, right near the actual tampon. They wonder if the rest of the tampons have the same stains, and if the ones used also had the stains and what health problems they could cause. Contacted doctor by telephone and he told pt not to worry about it. They called the office of cdc.